Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with an already implanted clip completely detaching it from the leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the damage to another device. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. The patient returned on a later date with mr increased to 4. The implanted clips were confirmed to be stable on the leaflets. A second procedure was performed on (B)(6) 2020. One ntw clip was implanted on the lateral side of the previously placed clips. Imaging was difficult due to the shadowing caused by the other clips. After deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Another clip delivery system (cds) was advanced lateral to the slda clip however it became entangled with the clip, causing the slda clip to completely detach and embolize. The second clip was then deployed. The embolized clip was snared from the ostium of the left upper pulmonary vein and removed from the patients femoral vein. The procedure was completed at this time with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.